Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device would not close and was spitting clips out of the device. No unusual noise was heard. The clips that fell into the patient were removed through the trocar.they used another like device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.